Event description:
It was reported that during a coronary stent procedure, the stent dislodged. The physician advanced the express2 5.0 x 16 to the rca, however, he was unable to cross the lesion. As the delivery/stent device was being pulled back into the guide catheter, the stent caught the guide and came off of the delivery device. The undeployed stent moved to the profunda where it was retrieved from the pt without incident. The physician treated the target lesion with vision stent.